Event description:
The contact stated the customer's meter was reading too high. The customer's blood glucose was tested at the hospital and the reading was between 90 and 120 mg/dl. The customer's glucose was then tested using her contour meter and the reading was around 400 mg/dl. The difference between the readings falls in the "c" or "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined troubleshooting the meter and ended the call. No product will be returned.